Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. . A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2019 and mesh was implanted. The patient reported motor trouble, muscle and/or neuropathic pain (spasms, burning thigh pain, buttock pain, etc.), pelvic blockage, endometriosis, adenomyosis, lower back pain and discopathy. On (B)(6) 2025, the patient underwent pelvic and perineal ultrasound and MRI, and was diagnosed with adenomyosis, endometriosis with a thickness of 6 mm without vascularization, and endometrial microcysts. Current status of the patient includes disability / aggravated health status. Given the pains and examinations, the patient was advised to fully remove the mesh, but will need to find the right specialist willing to perform the surgery. No further information is available due to lack of reporter contact details.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. H6 investigation findings: c22 - photo review. Investigation summary: the team received one photo for evaluation of the tvt product, product code 810041bl and batch number 3933621. An investigation was conducted on the photos received and on the batch file. The product code in question (810041bl) has a mesh length of at least 500 mm. Based on the photo, all parts are missing, only two parts of the mesh are visible, surrounded by a large amount of organic material, and based on the measurement in the photo received, the maximum length is approximately 227 mm. Based on the evaluation of the complaint "motor trouble, muscle and/or neuropathic pain" cannot be confirmed with the photo received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional event information received from the customer by the health authority: radiating pelvic pain in the lower limbs and gluteal region clinical consequences and current status of the patient or person involved reoperation for complete explantation of the device.